Event description:
It was reported that the proplege coronary sinus device, pr9 introducer was found to be leaking. This incidence was caused 300-400cc blood loss in a pt that is (B)(6). The sheath was removed prior to transporting the pt to the unit. Additional information: "per the usual procedure at this hospital, prior to protomine administration the pr9 device was pulled back. At the end of the case, the drapes were removed, and 300-400cc of blood was found pooled at the patient's neck." No intervention was needed for this event.

Manufacturer narrative:
Device evaluation anticipated upon product return from the customer.

Manufacturer narrative:
The introducer was visually inspected and the leaking was confirmed. A tear was found on the hemostasis valve. Per assessment by r&d and quality engineering, the root cause of the leaking has been determined to be a material relaxation issue. It is not known at this time if the valve leaking is a design or a supplier manufacturing issue. R&d and supplier quality engineering are actively investigating the issue. A CAPA was initiated for this device. A product recall was initiated for this device. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.